Event description:
A technician reported that they would like their laser checked because the outcomes were not as good as expected on the last surgery date. Additional info was requested on multiple occasions, however no further details were provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).